Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after a number of attempts by the scrub tech to seat the tip of the metaglene holder flush into the receiving space on the metaglene positioner plate to allow it to be locked in with the metaglene holder internal rod, it was determined that the holder no longer fit into the plate, and therefore would not be able to be used together for the case. The case proceeded as scheduled with no delay and the surgeon was able to perform the case without the use of those instruments and without incident.